Manufacturer narrative:
Literature article desyne novolimus-eluting coronary stent is superior to endeavor zotarolimus-eluting coronary stent at five-year follow-up: final results of the multicentre excella ii randomised controlled trial https://doi.org/10.4244/eijy15m10_04. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a literature article that a clinical study was carried out in which 62 male patients were treated with endeavor zes. The patients all had a maximum of two lesions in epicardial vessels, stenosis between 50-99% and thrombolysis in myocardial infarction (timi) flow grade >1. At five year follow-up 3 patients had passed away due to cardiac cause, 2 patients passed away for non-cardiac reasons, 7 patients had suffered myocardial infarction, 17 patients had target vessel revascularisation and 12 patients had non-target vessel revascularisation, and five patients had stent thrombosis.